Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
This report is for the left eye (os). On 12/01/10 a pt contacted our japan affiliate to report corneal ulcers ou while wearing 1-day trueye contact lenses (narafilcon a). Narafilcon a contact lenses are not marketed in the u.s. The pt was still using eye drops at that time. We requested the pt sign a release to allow us to contact the treating ecp. An appointment was made to visit the treating ecp for information about this event. On 12/27/10 an associate from our japan affiliate visited the treating ecp at the (B)(6) clinic; the ecp noted that his clinic did not prescribe the pt's contact lenses. The lot numbers of the pt's lenses were provided and the product is expected to be returned. The pt had been wearing 1-day acuvue lenses once or twice a week. It was not known how long the pt has worn 1-day acuvue trueye lenses. The pt has a history of sjogren's syndrome and rheumatism. The pt has been taking part in a clinical study for an anti-rheumatoid drug, tocilizumad at another clinic; receives "strong steroid therapy" and is "in an immunecompromised state." The pt visited the eye clinic on (B)(6) 2010 c/o ocular pain, redness, discharge and stinging sensation which persisted after contact lens (cl) removal. The pt was diagnosed corneal erosion ou. Focal site: od 3 o'clock and 9 o'clock position and os 5 mm long from corneal periphery, at about 9 o'clock, to limbus. The ecp noted "scarring was rather deep." The lesions were not cultured and the ecp noted they were "not infectious." Va ou 1.2 (approx 20/20). Treatment: gatifloxacin, rinderon 0.1% eye drops, apply q2h. Pt returned to clinic (rtc) (B)(6) 2010; od worsened and os improved. Treatment: gentacin, "decadron eye infusion" and hyalein mini eye-drop were added. Pt rtc (B)(6) 10: eyes had improved. Pt rtc (B)(6) 2010: the erosions resolved but pt had conjunctival injection; eye drops were continued. Pt rtc (B)(6) 2010: diagnosis: "minor conjunctivitis remained in od." Treatment: fluorometholone 0.3% bid and hyalein mini drops qid. Pt rtc (B)(6) 2010: symptom "injection due to conjunctivitis"; "treatment continued." On (B)(6) 2010 the pt was contacted and reported that on (B)(6) 2010, he/she went to the clinic where lenses had been prescribed. The ecp said his/her eyes were fine and no issues were found. No additional information has been provided.

Manufacturer narrative:
Device history record review; a device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot history review indicated lot 4923230103 was manufactured under normal conditions.